Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. The error was confirmed the event log. The motor was activated, and the device went into error 1870 and battery depleted. It's recommended to replace the motor and circuit board.

Event description:
Additional information was received providing that there was no patient involved.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1871. No reported adverse effects.